Event description:
Seven years post-op pt had four partial dislocations that pt was able to realign on their own. Pt bent down and felt their hip dislocate again and was unable to get it to realign. In 2000, the pt was taken to surgery for revision arthroplasty due to recurrent dislocation. Range of motion at the time of surgery revealed that the pt had a tendency toward posterior dislocation and conversion to a constrained prosthesis would be necessary if the pt was to have stability within the hip.